Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely tortuous and severely calcified. It was reported that the physician was unable to advance the stent graft to the intended landing zone. The delivery catheter kinked during the advancement due to the vessel morphology. The delivery system catheter was removed from the patient. The physician used dilators and completed the case with another talent stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Results: severely tortuous and severely calcified. Conclusions: severely tortuous and severely calcified. The stent graft delivery catheter was returned and the evaluation has been completed. The stent graft was still loaded in the delivery catheter. There were multiple kinks on the sheath at 12cm, 14.5cm, 18cm, 21cm, 23cm and 26.5cm from the end of the graft cover. There is no evidence the device malfunctioned. The advancement difficulties were determined to be due to the patient anatomy, which was reported as severely calcified and severely tortuous vessels.